Manufacturer narrative:
H3 other text : device serviced by third party manufacturer.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, a ¿obm valve failure error¿ code was found in the ventilator's downloaded error log. The device's obm sub assembly was replaced to address the issue.